Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin.

Event description:
It was reported that the pump battery gauge was fluctuating and the fill estimate was inaccurate. Customer declined tandem technical support's offer to troubleshoot. Customer continued to use pump for insulin therapy. Customer's blood glucose was 220 mg/dl. Tandem technical support reviewed pump data and found that the customer had overfilled the cartridge and this may have contributed to the inaccurate readings.